Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto bipap device's sound abatement foam. The patient has alleged visualization of black particles. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
Additional information was received on april 23, 2024, and section h11 should be reported as: the manufacturer received information alleging an issue related to a rep dreamstation auto bipap device's sound abatement foam. The patient previously has alleged visualization of black particles. There was no report of harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was two error code found, and secondary findings were observed. The third-party service center concludes that they could confirm the customer's allegation and found visible foam degradation. In box d: model number, catalog item identifier and product UDI has been updated in this report and patient telephone number has been updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.